Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump the touch screen became shattered and intermittently unresponsive after the customer removed the pump from their pocket. There was no impact to the customer's blood glucose level. Reportedly, customer reverted to an alternate pump for insulin therapy.